Event description:
The facility biomedical engineer reported an infusion pump with an 810:04 failure code. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.